Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after the ilet and paired cgm displayed low readings overnight inconsistent with fingerstick results, followed by sensor error and sensor failure, after which the user replaced the sensor and initiated warm-up with guidance and calibration education. Symptoms included no reported clinical effects or signs of hypoglycemia or hyperglycemia. Outcomes included no medical intervention, no hospitalization, no assisted care, and no backup therapy or ketone testing. Investigation included complaint intake, user troubleshooting, and education on sensor replacement and ilet calibration. Investigation of this case revealed inconsistent cgm readings with a failed sensor and a subsequent return to ilet-guided therapy pending warm-up. It was concluded that the event involved hyperglycemia with an unclear cause, and the device function beyond the failed sensor could not be fully assessed without further evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.